Manufacturer narrative:
During the evaluation of the device at the manufacturer's service ctr, "service required" codes were found in the ventilator's downloaded error log. The device's power management board will be replaced to address the issues. Device has been evaluated, but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received info alleging a ventilator was alarming. The device was not in patient use.